Manufacturer narrative:
Other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid via an implantable pump. The indication for use was. It was reported the healthcare provider erroneously bypassed the bridge bolus. The reporter stated that the pump was updated at 14:29 yesterday and has been running at 1 mg/day at concentration of 2 mg/ml dilaudid. The new drug that they filled with yesterday was 3 mg/ml dilaudid. They did not perform a bridge bolus yesterday. It was calculated that with 0.199 ml pump tubing + .154 cath volume = .353 ml and pump still running at 1 mg/day at 2 mg/ml concentration (because they did not update the drug concentration) the old drug had already been dispensed (0.5 ml). It was 1:50 pm when the reporter had called. It was reviewed that since all old drug has been dispensed the patient was actually getting dose of 1.5 mg/day and to change the programmer to show what was actually in the pump (3 mg/ml), set dose per day to 1 mg/day and bypass bridge bolus. The reporter stated that the patient was doing great and had no pain and no symptoms of overdose.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.